Manufacturer narrative:
The insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The customer woke up to the insulin pump making a loud squealing noise and nothing was on the screen. The customer took the battery out because pushing buttons was not helping. The customer's blood glucose level was unknown. Troubleshooting was performed. There were no alarms or alerts prior to the tone. The customer was advised to call back if the tone continues after the 2 hour rest. The following day the customer called back to report that the insulin pump still had the constant tone. The customer's blood glucose level was 222 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.